Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack under the display screen. The partial display on screen and the buttons no longer work. The blood glucose reading is 210 mg/dl. Nothing further reported.

Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked end cap, cracked case, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.